Event description:
It was reported by a resmed account manager that while demonstrating a system fault occurred on an astral device indicating the device was out of calibration. The device was not on a patient when the fault occurred, therefore, there was no patient involvement. Ref MFR 3004604967-2015-00008.